Event description:
It was reported, that the patient presented remotely. Upon review, the implantable cardiac monitor (icm) exhibited false atrial fibrillation episodes, due to post sensed t wave oversensing. Programming change were made, but the undersensing issue is still present. The patient was in stable condition.